Manufacturer narrative:
D10: concomitant product: forcetriad, forcetriad force triad energy platform (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was discharged from the hospital after a total hysterectomy to seal the uterine artery. Post-operatively, the patient complained of abdominal pain and fever, and the c-reactive protein (crp) level was high. The physician advised the patient to remain in the hospital, but the patient opted to discharge themselves against medical advice. The night after being discharged from the hospital, the patient was transported in emergency to the hospital due to abdominal pain. It was discovered that the patient had excessive intraperitoneal hemorrhage with no proximal ligation from the location where the uterine artery was sealed with a sealing device. The patient was treated with hemostasis, and the patient's life was saved. The surgeon noted that both the sealing device and the electrosurgical generator could be used without any problems during the initial case.